Event description:
A report was received that a patient had her precision system explanted, because of erosion and pain at the pocket site.

Manufacturer narrative:
The explanted device will not be returned for evaluation.